Event description:
It was reported that the compression readout was off for one image causing the patient to be re-exposed. It was determine that the compression software needed to be reloaded. Once this was done, the system is working as intended.